Event description:
It was reported that the procedure was performed to treat a 90% stenosed and moderately calcified lesion in the mid left circumflex artery. A 2.8x19mm rx graftmaster covered stent system (css) was advanced to treat a perforation; however, resistance with the anatomy was felt and the proximal shaft kinked. The css was withdrawn and the proximal shaft separated once outside the patient anatomy. The procedure was successfully completed with a new 2.8x19mm rx graftmaster stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation and deformation due to compressive stress was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device.